Manufacturer narrative:
The sodium electrode serial number was (B)(6) with an expiration date of 13-jun-2026. The calibration was last performed on (B)(6) 2025, and it was acceptable. The customer mentioned that the qc was acceptable. The field service engineer identified that the cause was due to a chip in the dilution vessel. He replaced the dilution vessel, the sample probe, the vacuum nozzle, and the sipper nozzle. He then performed ise checks, calibration, qc, and precision studies, and they were within specifications. The service actions performed by the engineer resolved the issue.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas c 303 analytical unit. Initial result: 150.4 mmol/l. The physician questioned the initial result, prompting the repeat of the sample. Repeat result: 145.3 mmol/l. The repeat result was deemed to be correct.